Event description:
It was reported that the pump's USB port was damaged resulting in difficulties charging the pump. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.